Event description:
It was reported the right ventricular (rv) lead impedance had gradually increased from 705 ohms at implant to 2880 ohms and that the threshold was chronically high. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead had oversensing and a suspected fracture. The rv lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.